Event description:
The patient reported erosion of the device out of their receiver site after one of their family members pushed in the area of the implant. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date and not prepping the surface of the skin with an antiseptic solution have been ruled out. However, the incision site was not irrigated with an antibiotic solution before closure. Additionally, the patient reportedly felt a pop after one of their family members pushed in the area of the implant and caused device erosion. Lastly, the incision site was closed using sutures and staples. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to severe force applied to the implant (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.